Event description:
It was reported on 03/04/2026 that dr. (B)(6) stated a hahn tapered implant failed to osseointegrate. The 70 year old, female patient presented for implant placement on tooth position #20 on (B)(6) 2026. The implant was placed with 4.5 ncm of stability and the healing abutment was placed on (B)(6) 2026. After healing abutment placement, the patient presented on (B)(6) 2026 for examination without symptoms, at which time the doctor noticed that the implant was loose. The reported device was explanted on (B)(6) 2026 and has not yet been replaced. The patients bone quality was reported as type ii and the oral hygiene as excellent. There was no report of permanent patient injury or medical/surgical intervention.

Manufacturer narrative:
An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).